Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis and postoperative diagnosis was bilateral inguinal hernias and epigastric hernia. The procedure performed was primary repair of 2 cm epigastric hernia, repair of left indirect inguinal hernia and repair of right indirect inguinal hernia. On (B)(6) 2017 - the patient underwent a recurrent inguinal hernia repair with mesh and da vinci and removal foreign body from right inguinal region. The pre-op diagnosis was recurrent right inguinal hernia and post-op diagnosis was recurrent right inguinal hernia, and foreign body right inguinal regional consistent with mesh. The patient experienced pain, adhesions, and re-herniation.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia and epigastric hernia. It was reported that after implant, the patient experienced emotional distress, mental pain, discomfort, impairment, suffering, diminished quality of life, inflammatory response, mental anguish, mesh failure, defective device, disability, loss of enjoyment of life, recurrence, pain, and adhesions. Additional surgeries are too dangerous because "mesh had healed with my body". Post-operative patient treatment included revision surgeries, removal of mesh, placement of new maquet vita keyhole mesh, removal foreign body from right inguinal region, spermatic cord was dissected bluntly from the surrounding soft tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: weight, outcomes attributed to adverse event: (removed other), describe event or problem, other relevant history, initial reporter (email), (manufacturer name, email), date received by MFR, event problem and evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia and epigastric hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions. Additional surgeries are too dangerous because "mesh had healed with my body". Post-operative patient treatment included revision surgeries, removal of mesh, placement of new maquet vita keyhole mesh, removal foreign body from right inguinal region, spermatic cord was dissected bluntly from the surrounding soft tissue.